Event description:
In 2007, gastrostomy tube placed for nutritional support. A 18 fr tube placed without difficulty; patient tolerated procedure well. Tube feeding resumed. On the following day, abdominal exam begin, continues on tube feeding. On the next day, develops respiratory distress abdominal exam with normal bowel sounds, labs and blood cultures done. Patient intubated and placed on ventilator. One day later, abdomen taut, no bowel sounds. Patient transferred to centennial hosp for surgical exploration. Pulmonary, cardiology, renal and infectious disease consultations obtained. On the following day, report from surgeon that bowel was not perforated, but pin-hole type leak was found in gastrostomy tube. Tube feeding leaked into peritoneal cavity. Dates of use: four days in 2007. Diagnosis or reason for use: nutritional support, dysphagia. Event abated after use stopped or dose reduced: no.